Event description:
The iab was inserted into the pt on 1/12/97 at 1:45pm. The iab was removed on 1/15/97 at 8:00am after iabp for 66.25 hours. The iab did not malfunction. As a result of the event, the pt had bleeding and ischemic complications. The dr cut off the sheath to correct the ischemic complication. Event complications: bleeding/ischemic - reported 1/20/97. Pt's current status: discharged-rpt'd 1/20/97.